Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting treating a (B)(6) female patient, the device inappropriately shut down. Complainant indicated that the paramedic turned the device back on to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. Review of the activity log indicated the device's last power off was due to the battery being removed, suggesting a possible connection issue between the battery and the device. The device was put through extensive testing without duplicating the reported malfunction. It is noteworthy to mention the battery used at the time of the reported event was not returned to zoll for evaluation. The device's battery pins were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.